Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had an MRI on the day prior to the report and after the MRI when the patient turned on the implantable neurostimulator (ins), he felt a strong electrical stimulation from the waist down to their feet that knocked him off his feet. The patient stated that he was in MRI mode for the MRI. The patient also reported that they had a fall in (B)(6) 2018 and that was the reason for the MRI, but there was no change in the therapy after the fall. At the time of the call, the rep turned the amplitude down to 0v and slowly increased, but when it was at .1v, the patient yelled to turn it off. The rep was unable to run impedances because the patient felt pain at .1v. In the end, the rep noted that the patient will perform an x-ray. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an x-ray was taken and the hcp confirmed the upper portion of the top lead was anterior. This was either the area, or near the area, of the lead that was programmed. The hcp believed that was the reason for the strong stimulation. The patient is not turning the device back on after testing in the hcp office at 0.1 v. The issue resolved when the battery was turned off. No further complications were reported.